Manufacturer narrative:
A product was not returned for analysis, the lens remain implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, noticed problems with the unfolding of the two haptics of the lens. Lens remained in the eye. No further information expected as reporter unwilling to provide additional information.